Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the polyexamethylene foam dries the wound bed and injures it, leading to devitalized (necrotic) tissue. The facility did not want to give any further information.